Event description:
The customer reported the elevator broke during a procedure. No adverse effects were reported as a result of this event, however the device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Upon evaluation the tip of the instrument was found to be chipped and the fragmented piece was not returned. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.